Manufacturer narrative:
Medical product: shell with uni-hole porous 54 mm o.d. Size jj for use with jj liners; item#00875705400; lot#64447909. Avenir mueller, stem, standard, uncemented, ha, 3, taper 12/14; item#0106010003; lot#3008040. The manufacturer did not receive x-rays for review. Surgical reports were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on an unknown side and underwent revision due to dislocation.

Manufacturer narrative:
This device has been moved to the associated products and the main product is not distributed/relased in USA. Please delete this report from your records. Zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
This device has been moved to the associated products and the main product is not distributed/relased in USA. Please delete this report from your records.